Event description:
The customer contact reported particulate in the tubing distal to the soluset. The pt was receiving an unspecified antibiotic. After an unspecified length of time in use, it was reported that dark colored particulate was noted in the tubing, distal to the soluset. It was not specified if the therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. The lot number of the device that was in use is unk. The customer contact reported three possible lot numbers: 401015g, 430535g, and 27021yt. The catalog number provided is the domestic list number that is comparable to the international list number.the info on reprocessing of the device was requested; however, no response has been received.